Manufacturer narrative:
The insulin pump was received with intermittent button response due to act, escape, up arrow and down arrow buttons were flat button dome. No moisture damage was noted on the electronic assembly. The connector was inspected and locked on lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose, button anomaly and moisture on insulin pump. The customer stated the pump smelled like insulin, no visible moisture in the reservoir housing or under the screen. No leaks reported on the reservoir but, there was moisture seen in the reservoir housing after removal from the pump. The customer's blood glucose was between 400mg/dl-545mg/dl and treated with insulin pen. The customer stated the buttons were hard to push. The customer was advised the pump will be replaced and revert to back up plan. Customer declined high blood glucose troubleshooting.